Event description:
Rn noticed white fluid dripping from and around pa [pulmonary artery] cath as well as within pa cath sheath. While running cleviprex. Rn notified team lead and provider of leaking fluid. Rn instructed to remove pa cath from introducer from provider. Pa cath removed ~2145. Pt safety maintained. Rn gave team lead the defective pa catheter. Manufacturer response for pa catheter, unknown (per site reporter). The manufacturer is investing a batch of similar incidences with their pa catheters.